Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined, the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following a lead revision procedure. There is guidance in the clinicians manual regarding proper handling of the device, when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices during a lead revision procedure (reference reg report: 3006705815-2020-32594, 3006705815-2020-32595.) The ipg was placed into surgery mode prior to the procedure. In turn, troubleshooting was unable to resolve the issue. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As a result, the patient's ipg was explanted and replaced. Reportedly, the issue was resolved.